Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery would not activate a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory on 03/04/2020. An investigation was conducted on 06/08/2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The harvesting device and the cannula were returned back for investigation. Sign of blood were observed on the harvesting device handle as well as cannula. The cannula and c-ring were completely intact. No failures observed. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. No other visual defects were observed. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device failed the pre-cautery test; it did not produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with the same result observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. An engineering evaluation was conducted. The shaft of the hemopro device was opened. The wires of the shaft were pulled out of the shaft, and it was observed that there was a hole in the insulation on the wire, causing the inner wire to be exposed. Based on the results of the evaluation, the reported complaint for ¿failure to deliver energy¿ was confirmed as well as for the analyzed failure "material twisted/ bent wire".

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery would not activate a replacement device was used to complete the procedure. The hospital did not report any patient effects.